Event description:
During a proximal humeral procedure, the surgeon drilled the holes and inserted all but two of the screws to attach the plate. Surgeon drilled the 2nd to last of the drill holes, with the 2.8mm drill bit through the threaded drill guide. Approximately 3-4cm of the drill bit broke off in the humeral head. Surgeon did not remove the tip of the drill bit, it remains in the patient. Surgeon will monitor the patient.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of drill blanks and drill bits was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications. The investigation could not be completed, no conclusion could be drawn as no product was returned.